Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned part determined that, the provisional has scratches and gouges on the surface and it was fractured into two pieces. From the fractured pieces, some small fragments from distal side of the fracture are not returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Due to the extended field age of the device, the root cause is associated with general wear and tear from use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that instrument broke while surgeon was attempting to trial a revision knee case.